Event description:
It was reported that during a laparoscopic switch procedure, at the time of sleeve gastrectomy step, the reload attached to a powered stapler was difficult to insert through a trocar because the trocar seal was stiff and did not allow the stapler to glide in easily. After the stapler was fired and removed, the trocar seal disengaged and was stuck on the reload. The trocar was replaced to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: egia60avm, egia60avm egia 60 artic vasc med sulu (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.